Event description:
The rptr stated the surgeon inserted a cq2015a collamer aspheric three piece lens, but the haptic broke off. The lens was cut to remove from the pt's eye with no pt injury.

Manufacturer narrative:
Eval results - (other): visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions - (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.